Event description:
It was reported that the implantable neurostimulator (ins) was ¿sticking out.¿ it was noted that it was still under the skin but sticking out. The patient noted that the device sticking out coincided with their 2013-(B)(6) experimental ketamine treatment. The patient noted that the healthcare professional (hcp) was aware that the device was sticking out and did not believe it to be an issue. The patient indicated that this had happened within the last few months prior to report. The patient noted that they had gained some weight. The patient further noted that they had some falls because they developed tremor and had to walk with a cane. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger, product ID 3487a-33, lot# j0519433v, implanted: 2006-(B)(6), product type lead, product ID 3708360, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 3487a-33, lot# j0337521v, implanted: 2003-(B)(6), product type lead, product ID 3708360, serial# (B)(4), implanted: 2006-(B)(4), product type extension, product ID 3708260, serial# (B)(4), implanted: 2010-(B)(4), product type extension. Product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. (B)(4).